Event description:
It was reported that the catheter tip detached inside the patient. An opticross hd imaging catheter was selected for percutaneous coronary intervention (pci) procedure of an obtuse marginal. During procedure, the distal tip of the catheter broke off and the physician attempt to remove it but it could not be retrieved. The detached tip of the catheter was left very distally in second obtuse marginal vessel. There were no obstruction to flow and the patient was monitored for 48 hours. The patient was informed and showed the images. There were no patient complications reported and the patient was good post procedure.